Event description:
Developed staph aureus infection on the chin and upper lip. Treated with oral clindamycin and injections of ceftriaxone and zyvox and intra nasal bactroban. It was observed that the physician treated with excessive overlap and with the nozzle too close to the skin which could result in over treatment.

Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.